Event description:
While priming curlin 1.2m filter tubing prior to patient connection, the tubing started leaking at the filter. This occurred on multiple bags/tubings. Curlin 1.2m filter tubing lot # 2003502. FDA safety report ID #: (B)(4).